Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during an unknown orthopedic surgery on (B)(6) 2018, the surgeon pricked his finger on a broken piece of the glass ampule. When the surgeon tried to press out the adhesive fluid from the applicator, the surgeon pricked his index finger and bleeding was observed from the wound. It was supposed that a broken piece of the glass ampule protruded from the applicator. The surgeon wore doubled gloves at that time, however, that the piece of the glass ampule penetrated the doubled gloves. It was also supposed that the protruded glass piece went back into the applicator when the surgeon released the applicator. The index finger of the surgeon was cleaned with flowing water. No treatment was done to the patient since the patient¿s wound had been already closed with a suture at that time. On (B)(6), the wound was still observed on the surgeon¿s finger but there was no bleeding or suppuration. The surgeon commented that the event occurred because a broken piece of the glass ampule protruded from the applicator. There is a possibility that the surgeon might have pressed the applicator too strongly. The surgeon is a male. No further treatment is scheduled. The event was not considered serious. The wound has already healed. No further information is available.